Event description:
It was reported that approximately 28 minutes after starting treatment with a polyflux dialyzer, the patient experienced heart palpitations, throat itching, chest pain, and difficulty breathing. Treatment was stopped and the patient was administered oxygen inhalation. Five minutes later, the patient was given a dexamethasone injection (5mg). Five minutes later, the patient reported the symptoms were relieved and 20 minutes later the patient reported no discomfort. The dialyzer was changed to a non-vantive dialyzer. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.